Event description:
Catheter leakage at exit site. Catheter had been in for 2 days.

Manufacturer narrative:
The product implicated is a 4 fr catheter. Enclosed is a 3 fr catheter. The catheter measures 10" in length. No blood was found on or inside the catheter. A DHR/chr review of lot#51jh1837 indicates no related component or mfg problems, and one prior product complaints of similar nature. This complaint is inconclusive due to no sample was returned. It should be noted the lot number pertains to a 4 fr midline lot number. An injury into the correct lot number was done and no other info was available. Initial complaint is the catheter leaked at the exit site two days after placement. Upon initial decontamination the catheter infused with no difficulty. The tip of the catheter was manually occluded and a 12-cc syringe filled with water was attached. The catheter was pressurized above 25 psi for about 5 seconds. No leaks were observed. A tactile exam showed nothing remarkable. This complaint is unconfirmed. The catheter was pressurized and no leaks were observed. A fibrin sheath came from around the tip of the catheter inside the vein. This can redirect infusion flow back toward the exit site, appearing as a leak. Chemicals are available to dissolve fibrin sheaths. The formation of a fibrin sheath is a known risk.